Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the small cuts in the silicone housing. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ckcbcf, conformed to the specifications when released to stock on the 24th april 2009. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The ns9008 was implanted to the patient with lp-shunt (doi and the initial setting were unk), but underdrainage was noted. A revision was performed with the same product. The surgeon commented the valve might get clogged. The patient¿s condition is fine. No further information was provided by the hospital.